Event description:
While positioning a catheter, the dr was using a guidewire which broke. The dr was unable to retrieve the tip of the guidewire. The pt condition worsened after the break and while the dr tried to retrieve the device. The pt was hospitalized after the event for four and a half months, after which time he had recovered with some impairment. The guidewire was discarded and is unavailable for analysis of failure.